Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned for evaluation along with a video. The sample was subjected to leak testing, revealing leakage at the thread of ultrasite. Upon closer inspection, a vertical crack was identified at the thread of the samples. The video confirms the presence of the leakage noted by the customer; however, the defect is not confirmed to be cause by the manufacturing process. The most likely potential cause is that the defect originated from overtightening the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.

Event description:
As reported, the connector was used for 2 days and leaked during the infusion process. The drug being infused was chemotherapy drug: doxorubicin hydrochloride.